Manufacturer narrative:
Corrected data for the events description:during the follow up, it was discovered that there were three (3) cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other two (2) cases. This information was not reported on MDR manufacturer report number 3007966929-2015-00081 submitted on september 16, 2015.no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4)

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. However, no additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 16, 2015. (B)(4).

Event description:
It was reported that the "open/close handle" didn't work on the urine meter chamber. When the handle was in the open position, the urine did not drain into the drainage bag. No patient complications were reported as a result of this event.